Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak related to the unicel dxc 600 pro instrument. The magnesium (mg) cartridge leaked through a loose cap. No death or injury have been reported in connection with this event.

Manufacturer narrative:
Bci sent the customer a replacement reagent.